Event description:
Information received indicates the left head siderail broke off when the patient was leaning against the siderail while exiting the bed. The patient was not injured.

Manufacturer narrative:
Repairs have not been completed.